Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 125 ohms. A review of the trend history revealed that the shocking lead impedance measurements for this single coil lead ranged between 110-120 ohms. Additionally, an electrogram (egm) showed some noise on the shock channel which was suspected to be from myopotential noise than a lead issue. A local field representative reported that no intervention was performed at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this right ventricular (rv) lead was surgically abandoned during an elective device replacement due to chronic high, out-of-range shock lead impedance measurements. No adverse patient effects were reported.